Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the lens met release criteria. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced glistenings after an intraocular lens (iol) implant surgery. Additional information has been requested with no response to date. There are two medical device reports associated with this patient. This report is for the right eye (od).